Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information such as date of explant. Further information was requested but not received.

Event description:
It was reported, the patient was experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken wherein the scs system was explanted to address the issue. Date of explant is unknown at this time.